Event description:
During an in-clinic follow-up, the interrogation resulted in an error due to a diagnostic anomaly on the device. The device was reprogrammed to resolved the event. The patient is stable.